Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (Cont): 5568 implantable pacing lead 2007-(B)(6); 4194 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead failed. Clarifying information was attempted to be obtained, however, it was not available. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.